Manufacturer narrative:
One portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube was received for analysis. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No defect was found in the sample. Leak testing was performed. Leakage was observed coming out from a small tear. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. Thirty-two samples were reviewed on the production line during tracheal inflation line and leak test. No discrepancies or leaks were found. The failure mode of a leak was replicated. The root cause is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a patient required intubation with a smiths medical portex® endotracheal tube (ett) for airway management. One hour following intubation the low-pressure alarm sounded. The cuff to the ett was filled with air but the leak was reported to occur. Subsequently, the patient required the tube to be removed and re-intubated. There was no reported adverse patient effects.